Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. The lv capture threshold varies between 2 and 3.5 volts from (B)(6) 2015. No lv capture data is available after (B)(6) 2015. Concomitant product: dtbb1d1 ICD, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient had diaphragmatic stimulation. The left ventricular lead was noted to have unsteady thresholds that were also noted to be elevated/high. The lead was cut, capped, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.